Event description:
Customer called to report unexplained bg readings (260 to 499 mg/dl). She placed pod on after experiencing elevated bg readings, and could never get bg levels to drop to her bg normal range of 80 - 180 mg/dl. She stated that it appeared the cannula had a crease in it as well as a trace of blood. She was able to successfully activate a new pod.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing an replacing the device per user instructions.